Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis with blood glucose level was over 600 mg/dl, on (B)(6) 2019. The customer was assisted with troubleshooting. The customer was treated with insulin drip throughout the night and then they were on needle. The customer states they got a no delivery alarm and then change it and got the same thing no delivery. Customer states the insulin exited. The insulin pump will not be returned for analysis.